Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. Approx five weeks post index procedure the pt was rehospitalized. An angiogram was performed and stent thrombosis was confirmed. The following day re-ptca of target vessel was performed due to the thrombosis (balloon and bare metal stent). The investigator indicated that the reported events were probably related to the study device. One day later the pt suffered a myocardial infarction (mi). The reported mi was not related to the target vessel. The investigator indicated that reported mi was unrelated to the study stent. (Ref MFR # 9612164201101025).

Event description:
It was confirmed that a non mdt stent was implanted during the previously reported revascularization of target vessel performed five weeks post index procedure.

Event description:
Investigator has indicated that the reported tvr and stent thrombosis were definitely related to the study device.

Manufacturer narrative:
(B)(4). Eval results: (stent thrombosis/ myocardial infarction/revasc).